Event description:
The pt's lead migrated from the original placement of t7, 8 and 9 up to t4. The pt experienced stimulation in the ribs, chest wall, and upper abdomen, but needed stimulation is the hips. The neurosurgeon felt the contributory factor to this event was initially post op the pt experienced a period of extreme overstimulation. The pt's back was arched and his body went prone; he was thrown back in the bed. The pt began having symptoms immediately after this event. X-ray confirmed the migration of the lead. On two separate occasions, reprogramming of the device was attempted to provide stimulation in the areas where the pt needed it. The attempts were unsuccessful. The lead was replaced. Following replacement, the pt had stimulation in the needed areas. The pt noted that it was now just like the trial and they felt "like I have my life back."

Manufacturer narrative:
(B) (4).